Manufacturer narrative:
Corrected data: b5 - it was also reported some surgical intervention such as lens exchange was also performed. Claim# : (B)(4).

Manufacturer narrative:
Expiration date: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
An article was received that cited a case study of 49 eyes of myopic patients implanted with hole icls. Of the 49 eyes, the surgery for 21 eyes used ovd (ophthalmic viscosurgical device) and for 28 eyes, ovd was not used. A rise in intraocular pressure (iop) was noted in 14 of the 21 eye group (used ovd) and no rise in iop for 28 eye group. The intraocular pressure was lowered by appropriate management, including invasive intervention such as anterior chamber drainage. Some endothelial cell loss was noted for 28 eye group. No other complications were found.